Event description:
The customer received questionable hemoglobin a1c gen.2 results from cobas c501 serial number (B)(4) for several patient samples when the standby reagent pack on the analyzer was put into use. Data was only provided for one patient sample. The initial result was 8.9% and was reported outside the laboratory. On (B)(6) 2016, after the customer noticed an increase in high results, she calibrated the assay and repeated qc and the patient samples. The repeat result was 7.8% and a corrected report was sent. Based on the erroneous result, the physician had ordered the patient to increase their insulin dosage. Against the physician's orders, the patient questioned the high result and did not increase their insulin dosage. After receiving the corrected report, the physician recanted the order to increase the insulin dosage. The patient was not adversely affected. The customer noted the reagent was received in a shipment from a sister site and handling during shipment could not be verified. It was noted the customer does not perform calibrations on reagents after 29 days of shelf life, as is recommended per product labeling. The field service representative determined there was an issue with the reagent pack. He checked the instrument and the customer ran precision testing and qc.

Manufacturer narrative:
Review of the provided data indicated qc results prior to the event alerted the user to an issue and no patient results should have been reported outside the laboratory. Recalibration of the assay brought qc results back in the acceptable range. No issues with other reagent packs were noted. This type of scenario is typical of reagent packs that may have been accidentally frozen. As the reagent pack in question was used up and was not available for further investigation, a specific root cause could not be identified. Upon follow up, it was noted the customer is now calibrating as directed in product and the issue had not reoccurred.